Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that battery bay a was not recognizing the battery and the device would not power on when battery is only in battery bay a. The device was reported as being available for clinical use at the time the issue was observed. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact.

Event description:
It was reported to philips that battery bay a was not recognizing the battery and the device would not power on when battery is only in battery bay a. The device was reported as being available for clinical use at the time the issue was observed. However, the initial reporter confirmed answering the safety questions during service order initiation that there was no adverse patient impact. One battery pca was returned for failure analysis. The reported problem was verified during visual inspection. The broken pin 7 and bent pin 8 of j2, together with other compressed pins, would have potentially caused the battery not to be recognized.